Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "component removal in revision total hip arthroplasty" written by wayne g. Paprosky, md, steven h. Weeden, md, and jack w. Bowling jr., md published by clinical orthopaedics and related research 2001 was reviewed. The article's purpose was to examine the numerous operative techniques used during extraction of acetabular and femoral components and review the results of revision hip arthroplasty after cementless component removal. Data was compiled from 219 patients with 270 cementless acetabular, femoral or combined revision arthroplasties between 1985 and 2000. Original implants included depuy and non depuy products and implants utilized during revision were also depuy or non-depuy. The article does not provide adequate information to determine which specific products or product platforms are associated with the adverse events. Figure 8a-b and figure 7a-b provides radiographic imaging. Original depuy products: duraloc cups, aml stems, solution stems, poly liner, femoral head adverse events associated with original products: revision for the following reasons: osteolysis, loose cups, dislocations, cup migration, pain, infection, mispositioned cups, loose stems, misposition stems, stem subsidence depuy products utilized during revision: solution cup, solution stem, calcar solution stem, prodigy stem, cocr head, poly liner adverse events associated with revision products with clarification from article that no femoral re-revisions were performed: difficulty walking (treated with assistive device - cane, walker, two crutches) joint instability (treated by revision to a constrained liner) infection (treated by surgical debridement and systemic antibiotics) heterotopic ossification (no information regarding treatment provided) distal femur fracture (no information provided regarding cause or treatments provided) hematoma (no information regarding treatment provided) femoral osteolysis (no information regarding treatment provided; no mention of debris or poly wear).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.